Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006595, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006595 was manufactured according to the work instruction (wi) version 112 and manufactured in the line 6 on 08/apr/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 4c06014 was manufactured according to the wi version 62, gluing of tubing in the machine sc02, on 06/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the tubing was bent leading to high blood glucose level. The blood glucose level was over 400 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.